Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6a, h3.

Event description:
Patient reported right side "rupture and mentioned recall" diagnosed via ultrasound. Healthcare professional later reported "simple cyst" confirmed via ultrasound. "Isodense and obscured nodules, calcifications" confirmed via mammography. The report of cyst is noted to be not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "recall". Imaging additionally noted nodules and calcifications. The report of cyst is noted to be not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
Device has been explanted.